Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - revision date is unknown. Date explanted - revision date is unknown. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
Information received from hospital's legal counsel indicated that a patient underwent right total hip arthroplasty procedure on (B)(6), 2007 and was subsequently revised for an unknown reason. The information received included operative notes and patient sticker labels with all patient information redacted. A review of invoice history revealed the name of the patient. Detailed information pertaining to the date of and reason for the revision procedure were not provided.